Event description:
The biomed was performing preventative maintenance checks when the pump overinfused during accuracy testing. The pump was not on a pt.

Manufacturer narrative:
MFR's report date 10/24/97. File # 08-97-52. The pump was visually and functionally tested. The inspection seal was broken and the instrument had damage to the case. Rate accuracy was performed and the instrument failed. Further eval revealed that the top plate was misaligned with respect to the mechanism carrier. The mechanism had moved back from the pressure plate preventing the tubing from being completely pinched off. It is suspected that the physical damage to the instrument resulted from severe impact such as being dropped. Severe impact can result in a freeflow situation. The customer will be advised to refer to svc bulletin #298 for the mechanism leak test and realignment procedure that should be performed during routine maintenance and/or when the pump has been damaged or dropped.